Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's distal lead was fractured during trial procedure. Fluoro shot was taken and showed partial lead was broken off. The physician opted to leave the distal lead in the patient's epidural space and the proximal lead was removed. The physician reassured patient that the abandoned lead would not cause any harm.